Event description:
Customer's cousin reported that on (B) (6) 2010, customer sustained a serious medical event. It is unknown whether the customer checked her glucose level immediately prior to the medical event or if there was a reason why she may have been unable to test with her freestyle freedom blood glucose meter. No readings were reported nor was there a report of a problem with an adc meter. However, it was reported the customer sustained a loss of consciousness while washing dishes, necessitating emergent medical intervention. The only symptom reported was that the customer "was not feeling well". Paramedics were called and it was reported they "used a defibrillator to shock customer from unconsciousness". Customer was transported to a local healthcare facility where she was diagnosed with hypoglycemia after a blood glucose level of 33 mg/dl was obtained. Treatment received at the hospital included, a MRI, chest x-ray and blood specimens for laboratory analysis. It is unknown what treatment customer may have received for the hypoglycemia. It is also unknown if customer attempted to self-treat, but it was reported customer took the following medications: metformin, plavix, hyzaar, furosemide, levetiracetam, metronidazole and labetalol. There was no report of death or permanent injury associated with this event.

Event description:
Boston scientific (bsc) (B) (4) received info that this pacing system was explanted secondary to infection.

Manufacturer narrative:
Upon further review of information gathered at the time of the original call to customer services, that was not available at the time the initial MDR was filed, it has been determined there is no reasonable suggestion of a serious injury caused by an adc meter. The customer had not tested her blood glucose using an adc meter on the day of the medical event. Additionally, given there was no product problem associated with this medical event, no further investigation will be required. Therefore, this is a final report.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: multiple, unsuccessful, attempts have been made to contact the customer to clarify whether an adc product was implicated in this medical event.